Manufacturer narrative:
Vyaire medical file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the revel auto peep was falsely reading high values. There was no patient involvement in this event.